Manufacturer narrative:
Additional information received stated that the explanted pump appeared clean with nothing remarkable from the surgical team. There was not any notable pannus at the pump site. It was further reported that the patient is doing well. Independent pathology report of the returned pump reported gross findings of mild to moderate abrasions involving the lower housing ceramic surface and matching inferior surface of the upper housing and inferior surface of the impeller is grossly and histologically consistent with thrombosis. The pump was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification and functional testing. However, visual examination indicated mild to moderate abrasions on the pump and impeller surfaces. Independent pathology report revealed evidence of thrombus within the pump. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors to the thrombus. There is indication of any device manufacturing issues impacting the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the emergency room with high watt alarms occurring over the past twenty-four (24) hours. A preliminary analysis of the log files confirmed that high watt alarms had occurred as well as an increase in estimated flow over the previous four days (since (B)(6) 2014). The patient was admitted to the hospital and treated with tissue plasminogen activator (tpa) through an infusion catheter system and a heparin drip. On (B)(6) 2015, the power usage for the patient's pump was back down to his baseline level and the tpa drip through the catheter system was continued until that afternoon. When the infusion catheter was removed it was reported that there was thrombus on the tip of the catheter. Over the next several days, the facility reported an increased rate of flow from the pump again and on (B)(6) 2015 it was decided to replace the pump. The patient underwent a removal of the original pump with implant of a new device. The original pump will be returned to the manufacturer for evaluation.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Device thrombosis is a known potential risk with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0).